Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device prompted "no shock advised" for a rhythm clinicians believed to be shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
No product was returned for evaluation; however, a clinical log was provided for review. Review of the event data indicated CPR was being performed during rhythm analysis, which may interfere with accurate ECG interpretation. The x series operator guide instructs that the patient must remain motionless and that CPR or patient contact should not occur during rhythm analysis. Based on these findings, the investigation concluded the event was most consistent with device used incorrectly. No fault found in relation to the device. No trend is associated with reports of this type.